Event description:
The customer reported that the alarm has multiple damages to it. The customer did not know the specific product issue or when the issue was identified. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit does power on and passes all functional tests. The battery compartment is full of battery leakage. Also there is battery leakage residue on the battery ribbon and battery door. The battery springs and flat contacts are corroded due to the battery leakage. Additionally there is adhesive residue on the green over mold of the alarm. Note: posey instructions for use has a warning statement: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Do not mix old and new batteries, or battery brands within a battery pack. Always install a completely new set of batteries. Do not allow batteries to deplete while in the alarm. Depleted batteries may leak and corrode, causing damage to the electronic sand reliability. (B)(4).